Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. It should be noted the IFU states that the safety and effectiveness have not been established for patients with a congenital bicuspid aortic valve. In this case the shape of the native aortic valve and the severe calcium distribution likely contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, a 2nd valve was needed to resolve paravalvular leak (pvl). The patient had a congenital bicuspid aortic valve. Balloon aortic valvuloplasty (bav) was performed to confirm valve size. A 26mm sapien xt valve was deployed as planned; however, the severe calcium distribution and shape of the native valve left the patient with moderate pvl. A second 26mm sapien xt valve was prepared and deployed slightly more ventricular to correct the pvl.